Event description:
A cartridge change error was reported with the pump. There was no adverse impact to the customer's blood glucose level. Initially, the customer was unable to load the cartridge onto the pump despite following technical support instructions. However, after assistance from technical support, the customer successfully filled and loaded a new cartridge, allowing them to complete the process and resume insulin delivery.